Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 79% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for pre-dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 79% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for pre-dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded. Microscopic examination revealed that the balloon has an 11mm longitudinal tear starting at the proximal balloon waist. The tip is damaged. There are numerous hypotube and shaft kinks. There is no indication the device was inflated over rated burst pressure (rbp). The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).